Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed a single occurrence of system fault (sf197) error message in the device events log, however, performance testing could not reproduce the device fault. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) indicating a stuck outlet flow sensor. The device was not in use when the fault occurred; therefore, there was no patient involvement.